Manufacturer narrative:
(B)(4). Device received: 10/01/2015.

Manufacturer narrative:
(B)(4).

Event description:
Incident: they fired the eea and got two thin tissue rings oppose to two complete donuts. There was a small leak. They had to re-sect the colon and used a second eea to fix the problem and the second eea fired well. Patient is ok. There was unanticipated tissue loss, no tissue damage. Surgical time was not delayed, nothing fell into the patient cavity. No blood loss. No reinforcement material used.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one eea¿ 25mm single-use stapler opened by the account. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and separated from the instrument. A microscope examination of the device displayed nicks on the knife blade. In addition, a deep knife impression was observed along the cutline impression in the cutting ring/mylar cover. Functionally, the device was reloaded with a full complement of staples and applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage and the staple line was properly formed. A review of the device history record could not be performed because the lot number was not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.